Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced tiredness and nausea. Troubleshooting was performed. The time, date, and basal rates were incorrect. Assisted the caller with correcting them. Reviewed the bolus history and found that the boluses were an hour off. Then the nurse called and stated that the alarm history showed a low reservoir alarm. Assisted the nurse to run a manual prime test and the insulin did exit. Advised the nurse to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.